Manufacturer narrative:
H3: product evaluation: lens was returned with moisture and residue/debris on the product within a microcentrifuge vial. Visual inspection found a haptic torn lens. Dimensional inspection found lens to manufactured within specifications. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to low vault. The lens was removed and replaced for a larger length lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6 work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove/replace is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).